Manufacturer narrative:
Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Subsequently, customer's blood glucose (bg) level was 0 mg/dl. Reportedly, the customer replaced the sensor and transmitter to address bg level, resolving the issue and insulin delivery was resumed. No additional patient or event information was available. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Event description:
It was reported, that the transmitter lost connection with the pump for greater than 1 hour. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer replaced the sensor and transmitter to address bg level. Resolving the issue. And insulin delivery was resumed.

Manufacturer narrative:
MDR codes: remove: 1912, 4613. Add: 2199, 4582.